Event description:
It was reported that the patient¿s settings had defaulted to the initial settings. This was discovered upon telemetry with the clinician programmer at a deep brain stimulator patient¿s visit. It was requested that the device be checked when the patient visited the hospital the week following this report. The patient visited the hospital and a possible implantable neurostimulator (ins) malfunction was suspected. It was noted that the patient was using an electric blanket and electromagnetic interference from the blanket might have affected the patient¿s device. It was noted that an ins check was performed as an outpatient. No anomalies were found and the ins functioned properly.

Manufacturer narrative:
(B)(4).